Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the black box showed no evidence of short battery life; two ¿cs177¿ warnings were recorded due to normal battery wear. ¿ez-prime¿ steps were performed correctly, all currents reading were within specifications. There were no errors, alarms or warnings during the investigation. Investigation did not duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.